Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she fell this morning in her closet in her bedroom; she fell forward and it took a long time to get up. The patient reported that her back was hurting so she decided to turn her ins on but the ins wouldn¿t go on. The patient reported that she couldn¿t find the battery and couldn¿t get the ins to work. The patient reported that she was only getting the ins icon with the lightning bolt. The patient reported that she called and left a message with the technicians and with the doctor. The patient tried again to turn the stimulation on and it turned on and worked. The patient reported that she had an appointment on (B)(6) 2017. The patient then requested that a manufacturer¿s representative (rep) be present at her appointment on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they met with the patient on (B)(6) and were able to reprogram the system with relief to her low back and legs. It was noted that the fall was unrelated to the implanted system. Further information received from the consumer stated she met with a representative and doctor who confirmed nothing had happened to the implant.